Event description:
Cannula used during ercp. Black coating on tip of cannula sloughed off in pt during procedure. Untoward effect resulted; however, the coating should not come off. This happened once before and the company removed the lot and replaced it. New batch is described here.